Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 33 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was successfully completed without incident. However, 4 hours post-procedure, the patient became hypotensive and developed a pericardial effusion to the posterior wall of the laa. A pericardiocentesis was performed to successfully resolve the effusion. The device remains in service. Patient is doing well and has been discharged home.